Event description:
It was reported that a device was used during a bowel resection. It was reported by the rep that two tlc55's were fired and both locked out. The first device locked out after 1 inch. The second locked out after 1 inch also. There was no consequence to the pt. One device was discarded and the other is being returned.